Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, assisting the caller in the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.